Event description:
The patient had a clotted dialysis graft. The graft clotted so there was no blood flow. Medical staff was trying to declot it. We had angioplastied the venous half to macerate the clots. Then we were using a fogarty catheter to pull the clots from the arterial anastomosis to the sheath at mid graft and suck them out. The fogarty is a small catheter that was placed over the wire. On the end is a soft balloon that can be inflated and then dragged through the graft to pull the clots. We had done that several times and restored flow into the graft. We were fogarty-ing again to remove some clot. I pulled the fogarty and felt some resistance but continued to pull because I thought the balloon was held up at the second sheath. Suddenly the fogarty catheter snapped and I pulled it through without resistance. When I took out the fogarty, the balloon part of the catheter was not present on the end. It did not even look like the fogarty balloon popped as it will sometimes do when it comes near the sheath. This has never happened to me before. The end of the fogarty catheter was still in the graft and we could not pull it out of the sheath. Physicians were able to retrieve the catheter tip using a snare with no residual catheter left in the graft. We changed the sheath to a larger 9 fr sheath then placed another wire alongside the fogarty tip and inserted the snare introducer and snare over that wire. The snare was directed to the catheter tip and locked. The fogarty tip was pulled into the sheath and removed along with the snare. It looked like the fogarty catheter was cut by the end of the sheath through which it was being pulled. I am not sure why this happened. No patient harm occurred from this incident.